Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured at the edge of the balloon upon third inflation at 12 atmospheres for 20 seconds. The device was removed without any issues and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.